Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory found no anomalies. The device operated according to programmed settings. Products: 407652 lead implanted: 2014 (B)(6); 419488 lead implanted: 2014 (B)(6). (B)(4).

Event description:
It was reported that the patient had an episode of ventricular tachycardia (vt) that was initially detected as supra ventricular tac hycardia (svt) onset by the implantable cardioverter defibrillator (ICD). Gradual onset criteria were met, resulting in onset resetting the vt count and the svt episode being stored. The episode continued for approximately 11 minutes before accelerating to ventricular fibrillation (vf) and being detected/treated. The device remains in use. No patient complications have been reported as a result of this event.